Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experience blood at the sensor insertion site upon removing the sensor. The customer's blood glucose was unknown. The customer also reported differences between the sensor glucose reading that she received and her actual blood glucose. The customer received calibration error alerts as well as change sensor alerts. The customer then stated that she had received no delivery alarms in the past. The customer declined troubleshooting for the no delivery alarms. The customer confirmed that these issues did not result in a serious injury or hospitalization. The customer agreed to return the sensor for analysis. The customer did not return the insulin pump for analysis.